Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector at the liquid crystal display board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 400 mg/dl. The customer stated that the down button was not working. She stated that she was trying to change her basal rates but the button stopped working. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.